Manufacturer narrative:
This complaint was received via user report and has been reported to FDA. Physical investigation of product is not anticipated as reporter indicated device was discarded. Investigation will be performed per adc's established processes and procedures, and a report will be submitted upon completion of investigation activities. The device mfg date is unknown. The date entered in section h4 is the date abbott diabetes care became aware of the event. This is 2 of the 2 MDR submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Abbott diabetes care (adc) received a medwatch report, which reported the following information: an error message was reported with the abbott diabetes care (adc) device. Customer reported ¿a check sensor error came displayed on the reader. It then read no active sensor. I replaced the sensor and had the same issue the following day.¿ adc customer service contacted the customer, and it was reported there was no third-party intervention or patient consequence related to the issue. Based on the information provided, there was no report of serious injury associated with this event.